Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to discomfort from cylinder crossover. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.